Manufacturer narrative:
Evaluation summary: analysis of the device shows that there was no damage to the distal tip of the delivery system. The delivery system returned with the stent off the balloon. The balloon returned flattened with the balloon pillows opened. There were kinks on the distal shaft of the delivery system, at 13.1cm and 16cm proximal to the distal tip. The transition shaft immediately proximal to the guide wire entry port was stretched. There was residue visible in the inner lumen of the delivery system. A 0.015 inch patency mandrel was loaded to the delivery system via the distal tip; however the mandrel could not be advanced as resistance was encountered due to the residue. (B)(4).

Event description:
The physician used two resolute integrity drug-eluting stents to treat a lesion in the rca. The lesion exhibited mild tortuosity, moderate calcification and 75% stenosis. The lesion had been pre-dilated with a non-mdt balloon (3times/10atm/15sec) with approximately 30 % stenosis remaining. No issues were noted when removing the devices from the hoop/tray. The two stent devices were not in the guide catheter at the same time. No resistance was encountered when advancing the devices. The first device was used normally with no issues noted. The first device was deployed distal to the second device. The same non-mdt guide wire was used throughout the procedure. The guide wire was cleaned prior to use with the 2nd device. There was no resistance with the guide wire. Noting a slight resistance while removing the second device from the lesion, the physician retracted it slowly. As a result, the shaft and the proximal portion of the balloon were stretched. There was no damage on either the guide wire or the launcher guiding catheter. The physician noted that unusual resistance was noted slightly inside the guiding catheter.